Manufacturer narrative:
(B)(4). This event occurred in (B)(6) - (B)(4).

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys ft3 iii assay results for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. The sample from the patient was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The investigation could not determine a specific root cause as no sample material remained for further testing. The differences of the ft3 and ft4 values generated with the different types of analyzers may be due to a biological component in the sample that may interact differently with the assay components used on the different analyzers. From the information provided, a general reagent issue could most likely be excluded. Refer to the medwatch with patient identifier (B)(6) for the other assay involved.